Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user saw three dashes on the display while using a dexcom g6 sensor, paired the ilet only, and experienced a pairing/cgm data issue that was resolved after entering a blood glucose of 372 mg/dl and replacing the g6 sensor following a ¿sensor expiring soon¿ notification and discontinuation of a concurrently used dexcom receiver. Symptoms included hyperglycemia without reported ketone testing or adverse effects. Outcomes included restoration of cgm data flow after sensor replacement and continued therapy without hospitalization. Investigation included troubleshooting and user education regarding avoiding simultaneous use of a dexcom receiver with the ilet, confirmation of sensor warm-up, and verification that the issue was related to sensor status and connection practices. Investigation of this case revealed that the cgm data display interruption on the ilet was associated with an expiring sensor and concurrent receiver use, consistent with known cgm connectivity and sensor lifecycle limitations rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in conjunction with cgm sensor end-of-life, with device performance restored after proper setup and sensor replacement.